Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophageal ligation performed on (B)(6), 2010. According to the complainant, during the procedure, the physician positioned the bander in the esophagus and deployed the bands. There was two bands that attached to the tissue but then fell off the varices. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device (B)(6) - no code available (falling off varix). The device has been received for analysis; however, an evaluation has not been performed of as of yet. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that there were no bands on the ligator head and there was no tooth damage on the ligator head. There was no issue found with the handle. The trip wire was properly cinched into the handle slot and the trip wire was wound around the drum, indicating the handle had been turned to deploy the bands. In addition, the deployment thread had 7 knots, was intact and attached to the distal end of the trip wire. Functionally, the handle knob was able to be turned to take up slacks and there was an audible click heard at each complete turn. The most probable root cause can not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophageal ligation performed on (B)(6) 2010. According to the complainant, during the procedure, the physician positioned the bander in the esophagus and deployed the bands. There was two bands that attached to the tissue, but then fell off the varices. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.